Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty turning and locking the connector, described as tight to turn, and the connector was ultimately secured by the user¿s spouse, with no effect on blood glucose. Symptoms included no adverse clinical effects. Outcomes included no reported impact on therapy and no need for medical care. Investigation included complaint intake and case review. Investigation of this case revealed a user-reported mechanical resistance at the connector consistent with a device connection/attachment difficulty, with no functional alarm or performance impact identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or normal mechanical variation within specification.